Event description:
A hospital in (B)(6), reported that hey were having difficulties connecting an rt329 infant continuous flow breathing circuit to the bc cannula and the baby was desaturating. When they replaced the rt329 with another, the issue was resolved. There were no adverse effects reported for the infant.

Manufacturer narrative:
(B)(4). Method: two complaint rt329 inspiratory limbs were received for further investigation. The devices were wrapped in a plastic bag. Results: there was no damage noted to the inspiratory limbs. Both limbs had a non-fph (fisher & paykel healthcare) connector fitted to the proximal end a lot check revealed no other complaints of this nature for the lot number provided. Conclusion: no fault was found with the returned complaint devices. Fisher & paykel healthcare only supplies our own connectors with our breathing circuits. Use of a non-fph connector could lead to leak in the breathing system if the connector does not form a tight fit with the fph limb and/or the patient interface. Our standard operating procedure for the rt329 states: "attach a [fph] 12f-8m offset adaptor to the probe connector on the inspiratory limb." Our user instructions that accompany the rt329 state: check that all connection, caps and/or plugs are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. This is the only complaint of this type that we have received for the rt329 breathing circuit.